Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery longevity was short and battery needed to be changed every two days even after battery cap change. As a result, customer received blank screen display. On (B)(6) 2016, customer had high blood glucose of 431 mg/dl and was treated with bolus delivery. Five days later, customer had low blood glucose of 50 mg/dl and treated with food. Customer declined high and low blood glucose troubleshooting. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to perform the functional testing due to the blank display anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window and a cracked lcd window.